Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on a patient sample with the simplexa covid-19 direct assay, but negative when repeated on both a competitor assay (cepheid genexpert) and another mdx instrument. Run analysis of the simplexa results showed the following results: - (B)(6) 2021 @ 0342, sample (B)(6): s gene (CT = 29.7), orf1ab (CT = 29.7), ic (CT = 29.1). - (B)(6) 2021 @ 1919 sample (B)(6): s gene (CT = 26.2), orf1ab (CT = 29.6), ic (CT = 30.2) both samples were taken from the same patient and tested on instrument .# (B)(4). Upon repeat, the same samples resulted negative when retested on both a competitor assay (cepheid genexpert) and on another mdx instrument. It should be noted that the cepheid genexpert utilizes extraction of the sample while the simplexa assay does not. It is not known if instrument (B)(4) was contaminated at the time of the runs, but 7 other samples from each run were negative. The investigation of the instrument is ongoing. The customer's device and suspected false positive sample were not provided for investigation so it is not known if the patient sample was contaminated. Batch record review showed the critical component, reaction mix mol4151, lot# x9331n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(4) 2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. It is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 ,lot# x11329n for suspected false positive results.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on a patient sample with the simplexa covid-19 direct assay, but negative when repeated on both a competitor assay (cepheid genexpert) and another mdx instrument. The customer confirmed the suspected false positive results were not reported to the diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided